Manufacturer narrative:
(B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed selftest, rewind, prime/seating, basic occlusion and force sensor test.

Event description:
Information received by medtronic indicated the clear reservoir ring came off however the reservoir was able to lock in place when inserted into the insulin pump and also the belt clip was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.